Event description:
Note: event date is unk. It was reported to boston scientific corp that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used during a dilatation procedure. According to the complainant, the balloon burst during inflation. Attempts to obtain add'l info regarding the circumstances surrounding this event have been unsuccessful to date. Should add'l relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).